Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) could not locate the device associated with the provided serial number and made multiple follow up attempts to customer to get correct serial number of the affected station. However, due to a lack of response from the customer despite multiple follow-up attempts, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and could not be recovered. The customer tried to power cycle and recover the drawer, but the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.